Event description:
I am a patient reporting severe adverse reaction to mesh placed trans-abdominally in a polymesh reconstruction for enterocele, rectocele and cystocele. I have experienced same symptoms as the october 2008 FDA bulletin regarding the transvaginal placement, except that mine was placed laparoscopically through the abdomen. Surgery was the following month, with 4 days hospitalization. The following month, I presented with high fever 103, pain, difficulty urinating, weeping of fluid from vagina; white blood count exceeding 17,000, 2 CT scans -one done the next day, and the other on three days later, revealing a hematoma/abscess in the area of all the mesh grafts. I was treated with antibiotics, hospitalization for 5 full days. Then in early 2009, I was hospitalized again for severe anterior vaginal wall erosion where the mesh placed between vagina and bladder had eroded completely through the vaginal wall. This was preceded by vaginal discharge, and pink, blood tinged weeping. Surgically my vagina could not be repaired - it will have to form scar tissue, as there was not enough vaginal tissue remaining on anterior wall to sew the eroded edges together without causing vaginal narrowing - which I don't know - may still happen. The urogynecologist said they point what is left of the vaginal wall in the correct position, sew what is left down, and then the hope is it will grow new tissue. Subsequently twenty five days later, had to have eroding stitches cut out of posterior wall; can feel mesh through thin vaginal wall and now this week, the following month, discovered more scratchy mesh or stitches. My understanding from my physician is that the mesh he used is not on the list of the 9 types of mesh reported in 2008 bulletin. This was a mesh that to his knowledge, until what happened to me, had not been reported as causing an adverse reaction. I was told if my body rejected it, it would just flop around and would have to be taken out. I was not told it was permanent. The mesh was, I think, ams or amd brand, but I would have to confirm this. Diagnosis or reason for use: pelvic organ prolapse, rectocele, enterocele. Only part was explanted in early 2009; part still implanted; still having problems with it. Ams, amd? Need to ask my physician.